Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire is broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the objective lens unit scratched, the bending rubber worn out, the body cover grip cracked, the operation channel clogged, the operation channel leaky, the lg root brace rubber worn out, the segment leaky, the light guide cable leaky, the control body leaky, and the ae electrical pin corroded; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout).